Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about (B)(4) 2012, then subsequently expired after the use of the product.

Manufacturer narrative:
Medical records were received on (B)(4) 2014 however; a comprehensive review is being processed. A follow medwatch will be submitted within 30 days of receipt. This is one event (cardiovascular) of three events for the same pt involving three separate products; associated MDR #1225714-2014-04954, 1225714-2014-04955, 1225714-2014-049565, 1225714-2014-04957, 1225714-2014-04958 and 1225714-2014-04959.